Event description:
Caller reported that insulin gauge displays amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer was asked to be contacted by technical support to troubleshoot pump and determine if a new replacement was needed, but repeated follow-up calls from technical support reached no answer with no voicemail option, so case was closed with no additional information received regarding the outcome of the event.